Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient underwent the interventional procedure and was administered an angio-seal vip size 8fr for femoral artery closure. A 7fr sheath was utilized. However, during the process of locking the anchor hook and pulling the thread to compress the collagen, the anchor hook was expelled from the body, resulting in a failure of the angio-seal closure. The patient, diagnosed with coronary artery stenosis, received treatment intervention. The estimated blood loss was less than 250cc. The event occurred intra-operative. The reported incident did not result in patient injury or necessitate medical or surgical intervention. There is no direct claim that the reported device caused or contributed to a patient injury or needed medical intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The anchor was visible within the distal tip of the device. No other damage or issues were identified. Functional testing was performed by attempting to reset and redeploy the device. However, the anchor was unable to be deployed properly and did not post to the distal tip. The tip of the carrier tube was inspected, and an impression was identified where the anchor is intended to be positioned. No other damage or issues were identified. The complaint was confirmed for a potential deployment issue. The exact root cause cannot be determined. The likely cause was determined to have been incorrect assembly of the carrier tube and hemostasis sheath as the device may have been assembled improperly which led to incorrect deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).